Event description:
It was reported that the patient experienced "very mild, little shocks while leaning back on the recharger." The patient stated that her skin was very hot when she took the recharger paddle off and that she had redness even after taking the antenna off about 15 minutes ago. The patient further stated that "the shocking was alleviated by not leaning back on the antenna." The patient indicated that it was her "first time attempting to recharge the implant." It was noted that the patient was able to get 8 coupling bars during the recharging session. A few days later, the patient reported experiencing "2 severe shocks" during a recharging session. It was noted that the patient experienced a "burn" and warm sensation at the device pocket location. It was noted that the redness near the pocket went away after 24 hours. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient had a phone conversation her doctor or manufacturer representative and her concerns were resolved.

Event description:
Additional information received reported that the patient was still having recharging issues. It was stated that if the patient "moved just a hair" she went from "all coupling boxes down to two coupling boxers or nothing." The patient was charging during the report, but said that was not always the case. The patient also received spacers to prevent "burning" her skin again, but she removed the spacers to get better coupling. It was also reported that the patient was "thin" so the device had to be implanted deeper so it would not "stick out as much." The patient stated that the device was "just fabulous" and "reduced her pain 90%", but did not want to go through another surgery.

Manufacturer narrative:
(B)(46).

Manufacturer narrative:
Product ID: 387445, lot# v950066, implanted: (B)(6) 2012, product type: screening device. Product ID: 387445, lot# v950066, implanted: (B)(6) 2012, product type: screening device. Product ID: 387445, lot# v950066, implanted: (B)(6) 2012, product type: screening device. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).